Manufacturer narrative:
(B)(4). Date sent: 3/19/2026. Additional information was requested, and the following was obtained: what was the purpose of the MRI? Migraines. Was the device initially effective in controlling reflux? Yes. Were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? Chest pain during MRI and then return of gerd. What were the strengths of the 3 mris that she had completed? 1.5 t. What were the reasons for the 3 mris? Migraines. Did the patient have any other surgeries in the area? No. Was any additional imaging performed since device implant? I don¿t know. Does the device appear to be in a continuous annular state in these images? No. We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. I give no other images. What is the management plan? Removal and replace with another linx device. Is device removal scheduled? Yes. Is a replacement linx or fundoplication planned? Yes, replacement. When and if the explanation takes place can we ask that the procedure gets video recorded and the video shared? Yes, if recording is available. When and if the linx device is removed, may we ask that the device be returned for analysis? I will give to patient. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what date is the explant surgery scheduled for? When the device has been explanted can you please let us know and reference pc# (B)(4).

Manufacturer narrative:
(B)(4) date sent; 4/23/2026. Investigation summary a 14 beads linx device was returned in used condition. The device was returned in a locked position, in addition an attempt to unlocked was unsuccessfully made. Bent wires and tooling marks were noted in some beads. A linx device with a visible weld ball that disconnected from a washer was returned to the analysis site. The link length and tensile force measurements were found to meet the applicable specifications during device analysis. The remaining device characteristics, excepting the visible weld ball, show no anomalies for a device that has been reasonably changed as part of the explant procedure. The device was scanned using computer tomography (CT), optical microscopy, and scanning electron microscopy. The washer through-hole at the separation was measured and was greater than the specification. The washer through-hole was concentric with amount of material displacement at the outer edge of the through hole. The overall appearance of the surface of the washer through hole didn¿t exhibit gross loss of shape. The top view of the diameter of the exposed weld ball was measured. This diameter is within the specification. The weld ball was concentric with the respect to the wire. A manufacturing record evaluation was performed for the finished device lot number 11874, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 3/20/2025 additional information was requested, and the following was obtained: what date is the explant surgery scheduled for? Per dr it was explanted yesterday ((B)(6) 2026).

Manufacturer narrative:
(B)(4). Date sent: 3/13/2026. Photo analysis: an x-ray image of the device in vivo was reviewed by a medical safety officer. As per medical safety officer: discontinuous device. The mechanism/cause of failure is unknown as a hands-on analysis of the device is necessary to determine the cause of failure. No further investigation can be completed at this point. A manufacturing record evaluation was performed for the finished device lot number 11874, and no non-conformances were identified. Additional information received: disrupted linx device. Placed linx device in 2017. Patient date of surgery: (B)(6) 2017. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what was the purpose of the MRI? Was the device initially effective in controlling reflux? Were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? What were the strengths of the 3 MRI¿s that she had completed? What were the reasons for the 3 MRI¿s? Did the patient have any other surgeries in the area? Was any additional imaging performed since device implant? Does the device appear to be in a continuous annular state in these images? We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. What is the management plan? Is device removal scheduled? Is a replacement linx or fundoplication planned? When and if the explanation takes place can we ask that the procedure gets video recorded and the video shared? When and if the linx device is removed, may we ask that the device be returned for analysis? When the device is removed, please contact us. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient is expected to undergo an explant and replacement procedure in the next 1-2 months. Patient underwent 1.5t MRI during which she experienced chest pain, and soon after her gerd symptoms returned. She had undergone 3 prior mris at some facility without issues.

Manufacturer narrative:
(B)(4). Date sent: 4/13/2026. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.